Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed during the fill tubing sequence. Customer successfully primed the air bubbles out. Customer's blood glucose level was 126 mg/dl.